Event description:
The pt was great the first week; after that, it became evident that there was a problem. The pt had uncontrollable episodes of shaking. The "probes" had come out of place. It was unk what caused it to happen. The problem was intensified by the pt's need for coumadin. The pt was off of it for the surgery, but after a few weeks, he developed a clot and had to be put back on. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).